Event description:
It was reported that this pacemaker system had entered lead safety switch (lss) on two occasions. Technical services (ts) was consulted and noted high out of range right atrial (ra) lead impedance measurements above 3000 ohms. A magnetic resonance imaging (MRI) was intended but ts indicated that this was not recommended to prevent compromising lead integrity. In addition, the ra lead exhibited oversensing a few months ago. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system had entered lead safety switch (lss) on two occasions. Technical services (ts) was consulted and noted high out of range right atrial (ra) lead impedance measurements above 3000 ohms. A magnetic resonance imaging (MRI) was intended but ts indicated that this was not recommended to prevent compromising lead integrity. In addition, the ra lead exhibited oversensing a few months ago. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system had entered lead safety switch (lss) on two occasions. Technical services (ts) was consulted and noted high out of range right atrial (ra) lead impedance measurements above 3000 ohms. A magnetic resonance imaging (MRI) was intended but ts indicated that this was not recommended to prevent compromising lead integrity. In addition, the ra lead exhibited oversensing a few months ago. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker and ra lead have been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker system had entered lead safety switch (lss) on two occasions. Technical services (ts) was consulted and noted high out of range right atrial (ra) lead impedance measurements above 3000 ohms. A magnetic resonance imaging (MRI) was intended but ts indicated that this was not recommended to prevent compromising lead integrity. In addition, the ra lead exhibited oversensing a few months ago. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker and ra lead have been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations, power consumption was high and fluctuated.